Event description:
Steris was on site tuesday morning and stated that the machine that caused the excessive steam had a leak in the generator. Parts were ordered for repair. Steris had been out on friday to repair a steam leak on the same sterilizer with the issue over the weekend.